Manufacturer narrative:
The thermogard xp ivtm system (s/n (B)(4) was evaluated by zoll service at the customer site. The reported complaint that "the thermogard console displayed mid:09 (air trap assembly) error message" was confirmed during the system's event log data review but not during functional testing. The root cause of the mid:09 error was due to the customer using a half-filled air trap, attributed to user error. Also, the outside of the air trap was covered with liquid droplets, likely due to condensation or a possible overflow of saline into the console's air trap holder. Therefore, user mishandling cannot be ruled out. There was no recent complaint reported for a leaking start-up kit (suk) by this customer. No physical damage was observed on the thermogard xp ivtm system during visual inspection. An event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages on and around the customer's reported event date, confirming the reported complaint. The system passed the functional testing using a full air trap simulator, and the reported complaint was not confirmed. The customer's air trap was halfway filled with saline and covered with liquid droplets, causing the sensors to be blocked, triggering the mid:09 error message. The air trap sensor block was inspected and did not contain any dried saline or corrosion. Zoll service personnel educated the customer on the proper use of thermogard start-up kits. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported that the thermogard xp ivtm system (s/n (B)(4) displayed mid:09 (air trap assembly) error message. The customer's biomedical engineer tried drying the air trap's sensors without disassembling the console, but the issue persisted. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.